Event description:
It was reported that the customer had a high blood glucose but not hospitalize and no delivery alarm on the insulin pump. The customer's blood glucose level was 336 gm/dl. The customer did not contact their healthcare provider for high blood glucose. The patient stated that they had a back up plan. The patent was treated with injecting insulin with pen. The customer reported that no delivery alarm was resolved by a complete set change. The customer was unable to troubles because she was at school. The customer was advised to in to properly troubleshoot, document and replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.